Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging headache. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section b5 should be previously reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient was alleging headache.smoke/electrical odor and unsteady pressure issues was also alleged in the device. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The device's event logs were downloaded and reviewed. One instance of continue error was observed. Evidence of water ingress on blower and blower box suggesting the use of non-distilled water. Dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed. Investigation can confirm the presence of contamination in the airpath and can confirm the presence of water ingress on blower box and blower.